Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Reportedly, the user was removing the cartridge prior to being prompted by the pump. Additionally, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. The user's blood glucose (bg) level was 490 mg/dl. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery.